Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problems. The illuminator bulbs, latch seal, and pneumatic connector were replaced as preventative measures. The replaced parts were disposed of. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "delay" (no code available). Product problem(s): "pressure leak" (leak). A surgical technician reported a pressure leak from the 23 gauge connector was heard during surgery. The case was completed as planned. A delay in surgery was reported. No pt impact was reported.